Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision/resection due to urinary incontinence on (B)(6) 2004, due to erosion on (B)(6) 2005 and due to exposure on (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh and a monarc sling were implanted. It was reported that she continued to experience pain, urinary difficulties, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Resubmission with the correct file number .

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.